Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with portion of the rotawire of the related complaint inside the device. An attempt to remove the rotawire from the burr was unsuccessful. The advancer and burr were received attached together as a single unit. The advancer knob was received tightened in a backward position. The annulus of the burr was damaged and not rounded. The damage to the annulus is consistent with damage caused by coming into contact with the guidewire during use. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks; however, the device was not able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06392. Reportable based on device analysis completed on 19jul2017 it was reported that rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During introduction, the rotaburr¿plus was tested on the rotawire outside the patient's body. Consequently, the physician kinked the wire. Furthermore, the physician made three attempts since the speed could not be adjusted; however, it was noticed that the wire broke on the third time due to the kink. The other piece of the wire was removed from the patient's body. The procedure was stopped and planned a few days later. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the wire could not be removed from the burr.